Event description:
Customer reported receiving a motor error alarm on the insulin pump during basal. Customer stated that they were unable to rewind the insulin pump. Customer's blood glucose reading at the time of the call was 480 mg/dl and has treated with the insulin pump. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.